Event description:
On (B)(6) 2014, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm.it was reported a type ii endoleak was identified (B)(6) 2014 by CT. On (B)(6), 2014, an additional aortic endograft was implanted to treat the type ii endoleak. On (B)(6), 2014, sepsis was identified. The sepsis is secondary to bowel ischemia and bronchopneumonia.the patient tolerated the reintervention.

Manufacturer narrative:
(B)(4) - the gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.a review of the manufacturing records for the device was not possible since the device size and lot number were unavailable.